Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to car accident, deep vein thrombosis, and pulmonary emboli. Patient is alleging tilt, vena cava perforation, organ perforation, and complicated retrieval. The patient is further alleging "the filter that was implanted in me tilted and perforated my inferior vena cava, the prongs also perforated my duodenum. This caused me to live with fear and anxiety. Due to the filter's failure, I underwent a complicated surgical procedure to have it removed." And post-traumatic stress disorder. An attempted filter retrieval was reportedly performed approximately 10 years and 3 months later due to alleged tilting and perforating the vena cava into the duodenum. Per a report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter l1-l2 disc space. Inferior extent superior l3 vertebral body. A total of 4 prongs have perforated the ivc series 2 image 65. Maximum distance prongs perforated 2 mm series 2 image 65. Coronal images 9 degree tilt right to left series 3 image 58. Sagittal images 1 degree tilt anterior to posterior series 4 image 73. Diameter of ivc directly above filter 29 mm x 24 mm series 2 image 49. Prongs perforated the duodenum best appreciated series 2 image 65." Per a successful retrieval report, "inferior vena cava free of thrombus, filter tilted and endothelialized" "ivc filter removal with use of [laser]"

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d1, d4, g5, h4, and h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: organ/vena cava (vc) perforation, tilt, complicated retrieval, post traumatic stress disorder (ptsd) and anxiety/fear. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported ptsd (post traumatic stress disorder) and anxiety/fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: occupation: non healthcare professional. Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.